Manufacturer narrative:
Na.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested patient by fingerstick on the meter and the result was >8.0 inr. Patient had a lab test within 5 minutes and the result was 5.9 inr. The patient has a therapeutic range of 3.0-3.5 inr. Patient is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no diet changes, no new illness and no symptoms of bleeding or bruising. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.